Event description:
The sales representative reported that the speedlink ii medium transverse connector was utilized in a surgical procedure where the surgeon backed out the center locking screw and the mechanism popped out. They were unable to find the mechanism in the operating room, however it was out of the region of the sterile field when the surgeon was manipulating the connector. There was no surgical delay and the surgeon continued with another connector. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
No patient demographic data available. A review of the device history record indicates the part met specifications. Visual examination of the returned device indicates the center set screw is backed out beyond the staking feature and the bushing is missing. The cause is determined to be excessive force applied to the set screw to overcome the staking feature.